Event description:
It was reported that pump displayed a minimum fill notification and would not accept cartridges even though customer filled multiple cartridges with more than required insulin using an insulin pen. There was no adverse impact to the customer's blood glucose level. Customer cleaned pump area, removed pump from case, reloaded cartridges. Technical support and csa completed advanced troubleshooting, encouraged contact with healthcare provider regarding vial insulin, and ultimately approved and sent replacement pump while customer used multiple daily injections as backup and was instructed on storage mode, returning old pump, and setting up and reconnecting replacement pump.